Event description:
It was reported about one week after implant by the patient's spouse that the patient was not doing so well yet, but it had only been a week after implant. Follow-up with the patient's clinic indicated that about three weeks after the patient's spouse called, it was confirmed that the patient's right atrial (ra) lead and right ventricular (rv) lead had dislodged. Both ra and rv leads were repositioned five days later and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.